Event description:
The device was used during a laparoscopic hysterectomy. Reportedly, the needle broke and disengaged into the pt. The surgeon was able to retrieve the needle and performed a laparotomy, then manually sutured to complete the procedure. There was unexpected tissue loss and the hosp has reported the pt's condition is satisfactory.